Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor during a bolus attempt. The patient's blood glucose at the time of incident is unknown. During troubleshooting the insulin pump passed the self test without incident. However, the cause of the alarm remains unknown. The insulin pump will be returned for analysis.